Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported sweating at night that causes itchiness under the lifevest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurse suggested the patient use oatmeal bath and the irritation improved. Supplemental report 9/22/2021: submitting report to correct section.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported sweating at night that causes itchiness under the lifevest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's nurse suggested the patient use oatmeal bath and the irritation improved.